Event description:
Report 1 of 2: it was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, blood leaked on the working surface due to a hole in the tubing. This event occurred 2 times and no patient impact reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: it was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, blood leaked on the working surface due to a hole in the tubing. This event occurred 2 times and no patient impact reported. Investigation summary: bd received 5 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for hole in product/component was observed in 2 of 3 photos. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and functional testing and the issue of hole in product/component was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hole in product/component via two photos, but unconfirmed for the failure via customer and retention samples. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, blood leaked on the working surface due to a hole in the tubing. This event occurred 2 times and no patient impact reported.

Manufacturer narrative:
D2: common device name: blood specimen collection device; intravascular administration set. D.2. Medical device type: one additional code applies; jka. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.